Manufacturer narrative:
The ambient valve was exchanged, and the instrument was run through all test software and performed appropriately to all manufacturer specifications. The ambien valve will be returned to the manufacturer for further analysis.

Event description:
While running through the test software after a software upgrade of the ventilator, it was detected that the ambient valve (the safety valve that enables the patient to breath spontaneously in error conditions) did not open within the specified pressure range.